Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported by the parent that the pediatric patient's cheeks were red. He felt lethargic and looked like he's about to pass out. At that time, the reading on the cgm was 300 mg/dl while the fingerstick showed 50 mg/dl. That's when the parent gave the patient sugar pills. The patient was feeling fine during the same day call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.